Manufacturer narrative:
The ge service representative performed a checkout of the system and confirmed the reported issue. The alternate o2 switch was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: mhra user report (B)(4): unique identifier: (B)(4).

Event description:
The UK mhra reported an inability to switch ventilation modes and setting during a case. The unit was replaced and case resumed. There was no report of patient injury.